Event description:
It was reported that the patient was enrolled in the (B)(6) study and the patient's family member reported to the study manager that the patient died approximately 4 months post implant of the implantable cardioverter defibrillator (ICD) system. Additional information was received that the patient presented to the emergency room with decompensated heart failure and volume overload. The patient went into cardiac arrest, CPR was performed and the patient was intubated. A pulse was sensed but the patient subsequently died. Cause of death was cardiac arrest. An autopsy was not performed and save to disk was not performed. No additional information is available.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).